Event description:
It was reported that the device was unable to be interrogated via radiofrequency telemetry and conductive telemetry prior to the implant procedure. Additionally, the device was in backup mode. A new device was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.